Event description:
The customer reported an erroneously elevated accutni result (1.45 ng/ml) above the acute myocardial infarction (ami) cutoff on one patient was generated on the unicel dxl800 access immunoassay systems. The patient had blood draws that were performed upon admittance to the hospital and three hours after being admitted. Both draws/tests produced negative accutni results. The initial sample was retested on the following day and a result of 0.01 ng/ml was obtained which was within the normal reference range.

Event description:
The customer reported that erroneous elevated accutni result (1.45 ng/ml) above the acute myocardial infarction (ami) cutoff on one patient generated from two unicel dxl800 access immunoassay systems for multiple patients across multiple days. The erroneous result was reported out of the laboratory and the patient was admitted to the hospital. A blood draw was performed upon admittance to the hospital and three hours after being admitted. Both draws/tests produced negative accutni results. The initial sample was retested on the following day and 0.01 ng/ml result within the normal reference range was obtained. The blood sample was collected in 7 ml greiner serum separator tube and centrifuged at 4000 rpm for 15 minutes at 20 degree celsius. The sample was stored in ambient temperature until analyzed. The tube manufacturer's (greiner) recommended centrifugation speed and time for this type of tube is 1800 g for 10 minutes per customer, controls were run before and after the event and cqi biorad cardiac marker were acceptable. The customer provided calibration curve and patient data for review. No qc or system check data supplied for review. The supplied accutni calibration curve, performed on (B)(6) 2012, shows all levels of calibrators passing with acceptable %cvs.

Manufacturer narrative:
Service was not dispatched to the customer site in response to this event. In conclusion, the cause of this event is unknown and could not be determined based on the information provided.

Manufacturer narrative:
Revise first paragraph in section b5 to state: the customer reported an erroneously elevated accutni result (1.45 ng/ml) above the acute myocardial infarction (ami) cutoff on one patient was generated on the unicel dxl800 access immunoassay systems. The patient had blood draws that were performed upon admittance to the hospital and three hours after being admitted. Both draws/tests produced negative accutni results. The initial sample was retested on the following day and a result of 0.01 ng/ml was obtained which was within the normal reference range.